Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 300 (mg/dl) and high ketones. A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, the customer reported that they would change the infusion site location.